Event description:
The manufacturer received information alleging a ventilator had a bad internal battery. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had a bad internal battery. The device was not in patient use. The ventilator was evaluated by third party service center and the customer's complaint was duplicated. However, the internal battery was evaluated by the manufacturer's product investigation laboratory (pil) and found the internal battery functioned as designed and operated without issue or error codes.